Event description:
It was reported that the patient received inappropriate therapy due to ventricular fibrillation (vf) episodes classified by the implantable cardioverter defibrillator (ICD) with potential rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0135 boston scientific competitor lead, implanted: (B)(6) 1999. (B)(4).